Event description:
Additional information received indicated the patient was later seen in-clinic, and ble telemetry was functioning normally on the device. No device malfunction was suspected.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
During remote monitoring, a bluetooth low energy (ble) telemetry occurred causing difficulty connecting the device to the remote monitoring application. The patient is anticipated to been seen in-clinic for further investigation, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.